Event description:
It was reported the device had an incomplete mesh. The living legacy foundation is a cadaver skin bank and there was therefore no patient involvment. No adverse events were reported as a result of this event.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). This medwatch is being filed to relay additional information. The following sections have been updated: b4, d4, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the device was cutting an incomplete mesh and was out of calibration. The side plates, shoulder bolts, and washers were replaced and the device was recalibrated and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.